Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® cpt¿ cell preparation tube with sodium heparin has been found experiencing poor barrier separation. The following has been provided by the initial reporter: a blood sample was collected in a tube, which was then centrifuged in a usual manner. However, the separation was poor, with blood cells not going down.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. All samples (retains and controls) demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It has been reported that the bd vacutainer® cpt¿ cell preparation tube with sodium heparin has been found experiencing poor barrier separation. The following has been provided by the initial reporter: a blood sample was collected in a tube, which was then centrifuged in a usual manner. However, the separation was poor, with blood cells not going down.